Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, the patient developed axillary nerve palsy and was referred for physical therapy. The device remains implanted and the outcome is continuing. No further information is available.